Manufacturer narrative:
Date received by manufacturer: 03oct2019. Date of report: 07oct2019. The faulty touchscreen was sent to bench repair where the failure was confirmed. The unit was repaired and put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23july2019. (B)(4).

Event description:
The customer reported a touch screen failure. There was no patient involvement.